Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. Additionally, the customer failed to properly cycle the cartridge. The customer was educated on the proper load techniques. Customer to replace supplies as necessary and resume insulin. There was no reported adverse impact to the customer¿s blood glucose level.